Event description:
Procedure: lap femoral hernia repair. According to the reporter: when the instrument was being used for dissecting through tissue, one of the metal parts broke off and fell into the pt. The metal part was removed from the pt, and a new instrument was opened to continue. The same problem occurred with the new instrument; however, this time the metal dissector was lost in the pt and could not be found laparoscopically. The pt had to be opened, and a laparotomy was performed. The pt was x-rayed and the missing part of the dissector was found.

Manufacturer narrative:
(B) (4). (B) (4).